Event description:
A surgeon reported seeing a "number of pt's" develop glistenings following intraocular lens (iol) implant procedures. In a f/u with the surgeon, he reported his question was mainly of scientific interest. He sometimes sees a pt with glistenings who had an iol implant in the past three yrs. He does not make a note of this in the pt's chart, because normally it does not cause a decrease in vision. Because of this, he does not have any add'l info on frequency, etc., but thus far he has never suspected any visual impact or symptoms nor did he perform any treatment such as a lens exchange.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. Add'l info was requested and rec'd. (B)(4).